Event description:
The patient reported for the last several weeks experiencing difficulty sleeping, feelings of euphoria, dizziness, general malaise and difficulty breathing. The patient has a patient therapy manager for breakthrough pain, but, reports has backed away from using it for now. Patient reports they are currently taking medication for depression and anxiety. The drug used in the pump is dilaudid. The patient's last refill was in 2006. At that time the settings were increased. The patient reported they were going to the emergency room to be evaluated. No further update has been received. Additional information has been requested from the hcp but was not available on the date of this report.